Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. Additionally, it was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue, and diagnostics revealed no impedances. As a result, surgical intervention may be undertaken to address the issue.